Event description:
This is being filed to report an slda. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr) and was a 2 year post-operative heart transplant recipient. An ntw mitraclip was successfully implanted. A second clip, an nt, was positioned medial to the first clip. On the medial side of the ntw, a chord was ruptured. Shortly after, a single leaflet device attachment (slda) occurred with the ntw. The posterior leaflet was detached from the ntw. The second and third clip were used to stabilize the first clip. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nt mitraclip reported is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated the reported incomplete coaptation associated with single leaflet device attachment (slda) appears to be related to patient conditions (post-transplant patient). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.